Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the power supply board and damaged area was discolored/degraded due to heat over a long period of time, since the damaged area was around the power supply board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the power supply board and that the said damaged area is discoloration/degradation due to heat over a long period of time, since the damaged area is around the power supply board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the power supply board and that the said damaged area is discoloration/degradation due to heat over a long period of time, since the damaged area is around the power supply board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was determined that the power supply board failure was causing the device to not start up even when the power was turned on which is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the monitor doesn't start up even if the power is turned on. The event occurred during set up, before patient in room. There were no reports of patient harm.